Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating the gallbladder artery during a laparoscopic cholecystectomy, the clip was applied, but was immediately removed and replaced because the gallbladder was broken. There was no patient injury.